Event description:
It was reported that the catheter revision kit was used thirteen days after the use-before date. The drug used in this system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8596, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).